Manufacturer narrative:
The customer stated the next sample from the patient produced a normal calcium result (no data were provided), and said that, "...whatever was interfering is out of the patient's system." The customer refused further follow-up.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ca2 calcium gen.2 results from 1 patient when tested on cobas 8000 c701 analyzers. The initial serum sample was drawn as a pre-renal dialysis sample on (B)(6) 2016. The initial calcium was 1.9 mg/dl. It was repeated on other c701 analyzers with comparable results. The specific results were requested but not provided. A second pre-dialysis serum sample was drawn on (B)(6) 2016 and produced a calcium result of 1.6 mg/dl. It was also repeated other c701 analyzers with comparable results. The specific results were requested but not provided. A third pre-dialysis sample was drawn on (B)(6) 2016 at another facility (method unknown); the calcium was in the normal range. The patient was sent to dialysis. On about (B)(6) 2016 the customer pooled the small serum volumes remaining from the first 2 samples from (B)(6) 2016 (calcium of 1.9 and 1.6 mg/dl) and sent them to another laboratory where the pool was tested on a beckman au analyzer. The calcium was 5.6 mg/dl on the pool. The customer received a post-dialysis lithium heparin sample drawn on (B)(6) 2016; the calcium result on the c701 analyzer was 8.9 mg/dl. On (B)(6) 2016 serum and lithium heparin samples were drawn. The serum was tested on the c701 analyzer with a result of 5.4 mg/dl. The lithium heparin sample was sent to another laboratory and tested by an unknown method with a result of 8.1 mg/dl the patient was not adversely affected. One of the c701 analyzers had serial number (B)(4). The serial numbers of the other c701 analyzers were not provided.

Manufacturer narrative:
A specific root cause could not be determined with the information available. Additional information was requested but not provided.